Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit error alarm on the insulin pump and the buttons were not responding. His blood glucose level was 600 mg/dl, which was treated with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.